Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl and high blood glucose levels. Customer reported that blood glucose was 73 mg/dl and blood glucose was 93 mg/dl at and his sensor value is 89 mg/dl. Customer declined troubleshoot for high and low blood level. The customer reported that pump was showing low suspend and customer reports suspend did not last longer than 2 hours. The product was not returned for analysis.